Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping is showing "speaker malfunction" inop. It is unknown if sound was present or not at time of event. The device was not in clinical use at the time of the event, no patient involvement.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. No diagnostic/functional testing was performed at the philips authorized repair facility. The customer was informed that due to the device being worked on and modified/repaired outside the philips factory/repair bench., no further evaluation will be performed. Based on the information available and the testing conducted, the evaluation confirmed the device was opened and modified/repaired outside the philips factory/repair bench. It was stated that the device was opened and modified/repaired outside the philips factory/repair bench. Philips healthcare does not support 3rd party modification/repair of the mx40 and for this reason, the device was returned to the customer unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.